Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to residual refractive error. The replacement lens is a non-johnson and johnson lens. There was no complications, injury, or additional surgical intervention performed. The customer also indicated that the lens was discarded. Reportedly, patient is doing fine post-exchange. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).